Manufacturer narrative:
The insulin pump was returned for a critical pump error (open book image) per event date (B)(6) 2021. Device received with critical pump error (open book) and thus download unsuccessful due to moisture damage on electronics assembly stack electrical board 1 and electrical board 2. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Device received with moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack electrical board 1, electrical board 2, and motor. Force sensor zero offset within specification 12.0 milivolts. However, device tested with reference test electronics stack electrical board 2, was able to boot up properly with no unexpected critical pump error alarm noted. The following were noted during visual inspection cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails. The device p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to moisture damage. Device exposed to moisture confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.